Event description:
Pt receiving morphine pca therapy via sq route. On skilled nursing visit pt noted to have leaking at access site. Rn removed dressing. No needle was attached. Md notified. X-ray originally ordered to identify location of sq needle. Then cancelled due to pt's terminal conditon and absence of any adverse effects.